Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable device. It was reported that the lead separated as the boot was being slid up over the extension. The issue was visibly apparent. The lead was replaced with a new lead. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the stim lead body out insulation separated at the butt joint on the proximal end. If information is provided in the future, a supplemental report will be issued.